Event description:
The fabric was implanted as a carotid patch. When the clamp was removed, the patch leaked blood (quantity unk at this time) for approx one hour. During this time, the bleeding was slowed enough to close the wound with a drain by treatment with 100 mg protamine, direct pressure, actifoam, surgical, avitine and a thrombin-gelfoam mixtrue. The patch was left in. The pt's post-operative condition was reported as fine. Note: the hosp indicated that the bleeding may have been due to a faulty heparin IV connection, and not due to the patch itself. The pt was reported to have received 5000 units of heparin.